Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 101 mg/dl. Customers other blood glucose value was 700 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values customer reports they did not contact their health care professional regarding the high blood glucose. Customer does allege pump was under delivering because they think the piston was not moving forward. Customer stated the drive support cap appears to be normal. Customer stated insulin exited at the quick release. Customer stated that the bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.